Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The previously reported patient age: (B)(6) years was incorrect; the correct patient age is (B)(6) years. The previously reported patient sex: male was incorrect; the correct patient sex is female.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead could not be fixed on the ventricle. The physician made several attempts to reposition the lead but still failed to implant. The lead was not used and a new lead was implanted. There were no adverse consequences reported on the patient. Patient was stable.

Manufacturer narrative:
The previously reported patient age: (B)(6) was incorrect; the correct patient age is (B)(6). The previously reported patient sex: female was incorrect; the correct patient sex is male.